Event description:
It was reported that high voltage lead impedance was low. Lead was explanted.

Manufacturer narrative:
Externalized conductors due to internal insulation abrasion were noted at 6.5-10.3cm and 15.5-18.2cm from the distal tip. The etfe coating was intact at these locations. Internal insulation abrasion under the rv shock coil was noted at 5.0-5.8cm. Internal insulation abrasions were noted at 6.0-6.6cm and 9.5-11.0cm from the distal tip. The etfe coating was damaged at 6.0-6.6cm from the distal tip consistent with explant damage. Internal insulation abrasions were noted at 15.3-16.5cm and 20.1-20.5cm from the distal tip. The etfe coating was abraded at these locations.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.